Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had frozen display and no time in main screen. The customer's blood glucose level was 302 mg/dl at the time of the incident. It was also reported that the screen was not completely blank. The customer was unsure whether alarm occurred during or after buttons stopped responding. The customer reported that the bolus was stopped. The insulin pump will not be returned for analysis.